Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00948. (B)(4). It was reported that myocardial infarction (mi), in-stent restenosis (isr) and a ball of thrombus or plaque that had shifted distally occurred. In (B)(6) 2015, the patient's current angina status was recorded as unstable angina and this was the qualifying condition. Subsequently the patient underwent an urgent/emergent percutaneous coronary intervention. Target lesion #1 was a de novo lesion located in the distal portion of a saphenous vein graft at the left posterior descending artery (l-pda) with 99% stenosis. It was 6mm long, with a reference vessel diameter of 2.75mm. Target lesion #1 was treated with pre-dilatation with a 2.5mm balloon at 12 atmospheres and insertion of a 2.50x12 mm promus premier everolimus-eluting platinum chromium coronary stent. Post dilatation was performed with a 3.0mm balloon at 22 atmospheres. There was 0% residual stenosis. Target lesion #2 was a lesion located in the ostial portion of a saphenous vein graft at the left posterior descending artery (l-pda) with 85% stenosis. It was 9mm long, with a reference vessel diameter of 4.0mm. It was characterized as an in-stent restenosis. Target lesion #2 was treated with insertion of a 4.00x12mm promus premier everolimus-eluting platinum chromium coronary stent. Post dilatation was performed with a 4mm balloon at 20 atmospheres. There was 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented to the emergency department (ed) with a 2-hour history of chest pressure/pain at rest, and radiating to her jaw and left arm. The patient was hypertensive (184/70). The following day, the patient was hospitalized for a non st elevation myocardial infarction (nstemi). The location of the nstemi was anteroseptal and inferior. Subsequently, the patient was transferred to another facility for cardiac catheterization. It was assessed that the likely culprit of the patient's chest pain was the in-stent restenosis narrowing of the vein graft to the posterior descending artery. Although this was not thought to be critical, it was treated due to the patient's ongoing chest pain (5-6/10). The physician was unable to cannulate the left main (lm) with a non bsc guide catheter so this was exchanged for a 5fr non bsc guide catheter. Treatment included plain old balloon angioplasty of the distal and proximal in-stent restenosis narrowings with a 3.0x12mm non compliant balloon and then with a 3.5x12 non bsc balloon. Post balloon angioplasty, neither lesion looked perfect. The distal lesion looked like plaque prolapse with a ball of thrombus or plaque that had shifted distally. Therefore, a distal 3.0x8.0mm promus premier everolimus-eluting platinum chromium coronary stent was placed in the distal portion of the vein graft, with an excellent result. The ostium was stented with a 3.5x15mm non bsc drug eluting stent. At the end of the procedure, the stented portions looked excellent, with 0% stenosis. However, the proximal portion of the vein graft of the ostium appeared to have a little bit of dye extravasation outside the borders of the stent. This appeared to be behind the stent and was washed away briskly by the flow in the aorta. This was thought most likely either to be stent that extended into the aorta with contrast falling behind it versus a limited sub-intimal dissection at that location in the vein graft, which seems to be contained. The patient was hypertensive the entire procedure. This was treated with IV tridil (glyceryl trinitrate). At the end of the procedure, the patient was still experiencing jaw pain, left arm pain, and chest pressure. The thrombolysis in myocardial infarction (timi) flow was 3 pre and post treatment. The following day, the patient was discharged on aspirin and clopidogrel. Two days after, the patient was seen as an outpatient for continued chest pain. On this date at 08:14, the troponin I was 3.540 ng/ml. Blood pressure was 104/50 mmhg. Due to the chest pain and the elevated troponin I, a diagnostic catheterization was performed. The findings did not require further intervention. The elevated troponin I was attributed to the prior nstemi on 3 days back. The subject was discharged the same day, without complaint of chest pain or shortness of breath. Isosorbide mononitrate extended release was begun and the nstemi event was assessed as resolved.